Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is having problems with her sensor and confirming the accuracy between the sensor glucose and the blood glucose readings. She is also experiencing high blood glucose. At the time of the incident, the customer¿s blood glucose was 289 mg/dl and is treating with injections. She does not want to continue troubleshooting for the high blood glucose but wants to troubleshoot for the sensor issues. She stated that her sensors are telling her that she is low when she is high. They are telling her that her sensor glucose is 56 and her blood glucose is 400 mg/dl. The insulin pump is not being returned for analysis.